Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the e216 scope communication error was traced to component failure. Additionally, the cause of the foreign material inside the air/water nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material inside the air/water nozzle and displayed an e216 scope communication error. There was no patient involvement.